Event description:
The patient presented to the ER after receiving inappropriate shock. Upon interrogation, noise was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.